Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked reservoir tube lip, and a cracked case near the display window corner.

Event description:
The customer reported via phone call that the insulin pump had a broken, cracked and leaking display. The customer stated that he woke up, got out of bed, and the insulin pump fell out of his pocket, hitting the floor. The customer's blood glucose was 303 mg/dl. The customer stated that the liquid crystal was leaking from the display. He advised that the reason why his blood glucose was high was due to the insulin pump being broken. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.